Event description:
It was reported that the insulin pump alarmed and insulin squirted out during the manual prime process. It was stated that the customer was disconnected during prime. Advised that the customer should revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.